Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned, and the investigation completed. (B) (4)

Event description:
The hospital reported that, during an endoscopic vein harvesting procedure, the vh-3000 hemopro clamp caught on fire before it was inserted into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The company representative asked the hospital to return the cable (vh-3030). The hospital did not identify a malfunction with the cable, although they are returning it, per the company rep's request.